Event description:
The dealer stated the unit will show low purity when ran at 3 litters or below. The dealer stated when unit is ran over 3 liters it alarms low purity. No injuries were reported to dealer.